Manufacturer narrative:
The product was not returned for evaluation. The reported complaint involves the sterility of a dropped device prior to use in the patient. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
During preparation for a medical procedure, the lantern delivery microcatheter (lantern) was inadvertently dropped on the floor prior to use in the patient. The lantern was no longer sterile and therefore, was not used in the procedure. The procedure was completed using another microcatheter.